Event description:
Symptoms/ae: hematoma. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician using a perclose proglide device achieved arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, the pt developed a "small" hematoma to left groin, which was "compressed out" with 5 minutes of manual pressure. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.